Event description:
It was reported that the balloon did not deflate completely when testing the catheter prior to insertion. It was not possible to confirm with the reporter whether or not the syringe was removed or left attached during deflation attempts. There were no patient complications reported.

Manufacturer narrative:
The product was discarded at the facility. The complaint could not be confirmed without a product return. Although the details of how the product was being used were not available, the IFU does provide the following instruction: 'passively deflate the balloon by removing the syringe from the gate valve'. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
(B)(4).